Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained to date. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the full product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that during a procedure, a faradrive steerable sheath clear was selected for use. During the procedure, the faradrive sheath valve was opened, and the air was drawn after insertion of a farawave catheter. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The return status of the faradrive sheath is currently unknown.

Manufacturer narrative:
B5: describe event or problem - updated. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information.

Event description:
It was reported that during a procedure, a faradrive steerable sheath clear was selected for use. During the procedure, the faradrive sheath valve was opened, and the air was drawn after insertion of a farawave catheter. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis. It was further reported that a pressure bag was used for the irrigation of sheath. The reported air bubbles were seen in the flush line. The bubbles were drawn from the sheath, during preparation after the transeptal. No air was seen in the patient. Further response indicated that the sheath is expected to return for analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valves. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information.

Event description:
It was reported that during a procedure, a faradrive steerable sheath clear was selected for use. During the procedure, the faradrive sheath valve was opened, and the air was drawn after insertion of a farawave catheter. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory. It was further reported that a pressure bag was used for the irrigation of sheath. The reported air bubbles were seen in the flush line. The bubbles were drawn from the sheath, during preparation after the transeptal. No air was seen in the patient. Further response indicated that the sheath is expected to return for analysis.